Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a remote follow up, the device was found with battery voltage estimated to be 1.8 years in september 2022. At the prior remote follow up in june 2022, approximately 3 months prior, the longevity estimation on the battery was 5.5 years. Longevity overestimation was suspected to have occurred due to merlin net during the june 2022 remote follow up. The longevity was continued to be monitored and in february 2023 the longevity estimation on the battery was 7 months. The physician elected to explant and replace the device prior to reaching elective replacement indicator (eri). The patient was in stable condition.